Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a patient breach in infection control, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this female patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis may have been due to a breach in patient hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was admitted into the hospital. The patient had a pd culture obtained which generated growth of fungus (organism not provided). The patient was treated with antibiotic therapy intraperitoneally and intravenously, per infections disease at the hospital. The patient was transitioned to hemodialysis and underwent removal of the pd catheter (not a fresenius product). On a subsequent date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this female patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis may have been due to a breach in patient hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was admitted into the hospital. The patient had a pd culture obtained which generated growth of fungus (organism not provided). The patient was treated with antibiotic therapy intraperitoneally and intravenously, per infections disease at the hospital. The patient was transitioned to hemodialysis and underwent removal of the pd catheter (not a fresenius product). On a subsequent date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.